Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 7.0 mm ID tube was inserted. There was a cuff leak. It was replaced with a 6.0 mm tube. When the removed tube cuff was inflated in water, a hole was confirmed. There was no reported patient harm/adverse event.